Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: buckling of the forceps channel; the flexible tube of the insertion section was crushed; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the tracheal intubation fiberscope experienced a leak in the bending section. No patient injury or procedure impact was reported. During the evaluation of the device, it was found that the coating on the image guide coil had peeled off. This report is intended to document the reportable malfunction of peeled-off coating noted on the image guide during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.